Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a weeping and flaky rash under the therapy electrodes. Patient reported that his son is a physician and applied cortisone cream, beta, to the irritation. The patient was hospitalized for a clinical follow up, however, there is no indication that the patient was hospitalized due to an injury caused by the lifevest. Follow up indicated that the cream helped the skin irritation to improve.